Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The et tube, two suction catheters, both double swivel connectors, and one y connector were all returned in their original packaging. The returned connectors were visually examined with and without magnification. Visual examination revealed that the tracheal swivel connector was broken on the 22mm connector side. The swivel valve is a component purchased from a supplier. An eif has been opened to further investigate swivel connectors breaking at the 22mm connector side and determine corrective actions.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production; the samples were visually inspected, and issue reported "broken/cracked - double swivel connector" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the doctor found connector broken during clinical setting before using on patient". No patient involvement reported.